Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jun-2023. H6: investigation summary: customer returned (4) 0.3ml 31ga 6mm syringes loose inside the metal canister. It was reported by the consumer that small drop of liquid will often appear at the tip of the needle. The return syringes were tested, and no issues were observed. When pushing the plunger rod a small amount of clear liquid came out of one of the syringes. The material was removed and prepared for ftir spectral analysis. A review of the device history record was completed for batch# 2227420. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to confirm the customer indicated issue. An ftir test was performed to verify the liquid reported by the customer. The result of the ftir concludes the material being a medical grade silicone, which is used as a material in our process to exercise the smooth movement of a plunger in the syringe. Since all inspections were performed per the applicable operations qc specifications, a definitive root-cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle experienced foreign matter, contaminated. The following information was provided by the initial reporter: I also noticed that if I push the plunger to the zero mark and evacuate all the air in the syringe and also push with a greater amount of force on the plunger, a small drop of liquid will often appear at the tip of the needle. The size of this drop will vary from none to the largest seen. Some will appear to be somewhere between the extremes. But most will expel a drop of liquid.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1. Address information was not able to be obtained, therefore, nj was used as a place holder.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle experienced foreign matter, contaminated. The following information was provided by the initial reporter: I also noticed that if I push the plunger to the zero mark and evacuate all the air in the syringe and also push with a greater amount of force on the plunger, a small drop of liquid will often appear at the tip of the needle. The size of this drop will vary from none to the largest seen. Some will appear to be somewhere between the extremes. But most will expel a drop of liquid.